Manufacturer narrative:
This female experienced blood clot after receiving series of injections with hyaluronate sodium. The pt has a previous history of blood clots. Add'l info (e.g. Confirmatory laboratory/diagnostic tests, history of hypercoagulability, injury to blood vessels, history of long standing immobility) is needed to make a complete medical and causal assessment. The pt's treating physician does not think the event is related to hyaluronate sodium.

Event description:
Fidia received the info from (the distributor for hyalgan) on 12/11/2209: initial and additional info received from a consumer on 12/06/2009 and 12/10/2009: a female consumer reported that she had a series of five injections of hyaluronate sodium [hyalgan] for osteoarthritis of her left knee starting in 2009. Six months later, she was diagnosed with a blood clot behind her left knee where she had the injections. She was treated with warfarin [coumadin] 7.5 mg qd and heparin. The status of the blood clot was unk to the consumer at the time of this report. She reported that her physician does not think that the blood clot is related to hyaluronate sodium, and she was able to postpone knee replacement surgery because of hyaluronate sodium. Her concomitant medications included propranolol [inderal], levothyroxine [synthroid], pantoprazole [protonix], ferrous sulfate, risedronate [actonel], aspirin, vitamin b12, vitamin b100, feverfew, magnesium, vitamin c, vitamin e, calcium+ferrous fumarate+vitamin d [caltrate 600 + d], multivitamin, cyanocobalamin+folic acid+pyridoxine [foltx], chondroitin sulfate and a vitamin b12 shot. Her medical history includes allergies to amoxicillin and adhesive tape, blood clots, green filter placement (2002), migraines, ovarian cancer (2002), hysterectomy (2002), chemotherapy, benign brain tumor between lobes (2003), benign tumor on her thyroid with thyroidectomy (2004), benign cyst on salivary gland (2004) and gastroesophageal reflux disease. No further relevant info was provided.